Event description:
The customer called in to report hospitalization due to high blood glucose levels. Customer requested replacement pump without troubleshooting. Blood glucose level was 500 mg/dl at time of hospitalization. The customer was running high all day. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.